Event description:
It was reported that the device was used during an unknown procedure. The device was brought into purchasing and it did not work. Another device was used to complete the case. There was no adverse consequence to the patient. An attempt to obtain additional information was made, but no one at the facility could remember what happened.

Manufacturer narrative:
(B) (4). (B) (4). Damaged cam. Evaluation summary - the analysis results found that the device was returned with the cam damaged in the area that interacts with the jaw ramp. The instrument was cycled and it formed 2 scissor clips and 1 clip conforming. The scissor clips were due to the damaged cam. However, it could not be determined what may have caused the found condition. A batch record review was performed and no anomalies were found found during the manufacturing process.